Event description:
A report was received that the patient was scheduled for a pocket revision because the ipg location was uncomfortable. The physician chose to replace the ipg during the pocket revision.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device was explanted and not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.